Manufacturer narrative:
The device was returned as part of the asset return process. Upon inspection, a stain on the inside of the light guide lens was discovered, caused by a gap of adhesive on the distal end. In addition, a forceps channel air leak, insufficient angle play, forceps base discoloration, a bond crack and adhesion cloudiness on the bending section cover (a-rubber), a scratch on the image guide (ig) snake tube, peeled adhesive on the light guide lens, a flooded connector, cloudy adhesions on the objective lens, a deformed nozzle, an irregular flaw on the image guide (ig) coil side, scratches on the operation side, scratches on the connector side, scratches on the light guide snake pipe, and wrinkles on the light guide corrugated pipe were discovered. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation, or if any additional information is provided.

Event description:
The evis lucera duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the inside of light guide (lg) lens was dirty, a stain at the light guide lens was observed. There was no procedural or patient involvement associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that a stain (foreign material) had adhered to the inside the light guide lens, however, it could not be further specified what the stain was. The foreign material may not have not be removed with reprocessing as the stain had adhered to a location other than an external surface of the scope. It is likely the light guide lens had become stained because the adhesive around the lens had peeled due to physical stress (including hitting or dropping the distal end section of the scope) or chemical stress with such as the chemicals for usage. The event can be detected by following the instructions for use (IFU) ¿chapter 3 preparation and inspection" section "3.2 inspection of the endoscope¿ and the warning "7.inspect the objective lens and light guide lens at the distal end of the endoscope's insertion ". Olympus will continue to monitor field performance for this device.